Event description:
It was reported to philips that blue screen error during operation caused by hard disk failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced part 459800544343, reinstalled the system and software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).